Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site and performed a preventative maintenance (pm). The laser system met specifications and performed as intended. A clinical development specialist (cds) has been in contact with the site in order to obtain any new patient's status info. The cds was provided with limited pt info until he is able to visit the site and review the pt's chart. The cds will visit the site for surgery support and to perform an investigation in an effort to identify a potential root cause for the dlk.

Event description:
The intralase fs laser was used to create corneal flap (s) for lasik surgery (exact date(s) and detailed, pt info was not provided). Post-operatively in 2009, the pt presented with stage 3 diffuse lamellar keratitis (dlk). The pt was prescribed topical steroids. The pt's post-operative uncorrected visual acuity (ucva) is 20/20. The pt responded to treatment and the dlk resolved. The association between the event and the device is unk. A supplemental report will be filed with FDA if additional info becomes available.